Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation results: - expertise of the subject home monitor confirmed the reported behavior. - all the leds are off at start-up and over time due to the lack of power to the electronic board. - the connector was partially found torn off, probably due to mechanical shocks or misuse of the power cord delivered with the device - the root cause of this issue could not be determined; however, it could have resulted from wear over time or due to inappropriate maintenance or utilization with the power cable or from mechanical shocks.

Event description:
Reportedly, after two days of connection the transmitter does not turn on (light off) and does not react to healthcheck.